Manufacturer narrative:
The field service engineer found the pump failed and there was no water at the rinse wells. He removed the pump assembly, replaced the pump, flushed and cleaned all probes and rinse wells. He ran precision testing with all results within specification. The customer ran calibration and quality controls.

Event description:
The initial reporter received questionable gluc3 glucose hk gen.3 results for six patient samples from the cobas 8000 cobas c 701 module. The customer repeated testing with a new reagent pack. Sample 1 initial result was 134 mg/dl and the repeat result was 81 mg/dl. Sample 2 initial result was 148 mg/dl and the repeat result was 101 mg/dl. Sample 3 initial result was 150 mg/dl and the repeat result was 94 mg/dl. Sample 4 initial result was 147 mg/dl and the repeat result was 102 mg/dl. Sample 5 initial result was 157 mg/dl and the repeat result was 105 mg/dl. Sample 6 initial result was 144 mg/dl and the repeat result was 90 mg/dl. The questionable results were reported outside of the laboratory. The reagent lot number and expiration date were requested but were not provided.